Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, however, the evaluation has yet to be completed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation, a failure of the internal battery to charge was observed. The device's internal battery was replaced to address the issue.